Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. In an unspecified date the patient experienced chronic pelvic pain, dizziness and headache. The nickel allergy test was pending. Action taken with drug essure for events chronic pelvic pain, dizziness, and headache: dose not changed. Reporter causality: the relationship between chronic pelvic pain, dizziness and headache and essure is not reported. Correction on 16-feb-2016 based on information received on 09-feb-2016 as per source document, the narrative was incomplete: the physician reported initially that removal of essure is pending. Case upgraded to incident. Follow-up received on 23-feb-2016: (B)(4). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Physician reported that removal of essure is pending. This event was considered serious due to medical significance and is listed in the reference safety information for essure. In the present case the exact temporal relationship between essure insertion and the event was not reported. Given the nature of the event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 20-apr-2016: quality-safety evaluation of ptc. Ptc global number is (B)(4). For cases where a device failure during insertion is reported we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Physician reported that removal of essure is pending. This event was considered serious due to medical significance and is listed in the reference safety information for essure. In the present case the exact temporal relationship between essure insertion and the event was not reported. Given the nature of the event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal will be required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Follow up information received on 24-oct-2016: no new information could be obtained despite follow up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1.707 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Physician reported that removal of essure is pending. This event was considered serious due to medical significance and is listed in the reference safety information for essure. In the present case the exact temporal relationship between essure insertion and the event was not reported. Given the nature of the event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal will be required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.